Event description:
After an in-service on reprocessing at the facility, the endoscopy support specialist (ess) test the chemical. The device failed the minimum effective concentration (mec) test. Customer was not able to confirm when the disinfectant (lcg) was last changed. Ess reviewed and demonstrated draining and loading the chemical according to the device instructions for use (IFU). Ess also educated the customer on draining and loading the lcg in the device according to the IFU. There is no reported harm to any patient.

Manufacturer narrative:
The device is not available for evaluation. As such, a definitive root cause of the reported complaint cannot be determined at this time. The endoscopy support specialist (ess) recommended the customer to check the log and reprocess all scopes that may have reprocessed with the expired disinfectant. Supplemental report(s) will be filed as the information becomes available. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections.customer informed that there was no expired disinfectant noted in the morning of the endoscopy support specialist in service. However, all the scopes were reprocessed nevertheless after changing the disinfectant. There is no problem with any patient and no problem with any devices, none expired disinfectant devices used in any procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the expired disinfectant likely occurred from the user not being aware of the time for replacement of acecide and did not understand the contents of instructions for use thoroughly. A definitive root cause could not be determined. The instructions for use regarding replacing disinfectant state: ¿6.4 setting the disinfectant solution counter. Note on the disinfectant solution counter function." Olympus will continue to monitor field performance for this device.